Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. The iliac arteries were calcified. It was reported that after the stent graft was implanted, the physician was ballooning a stenotic portion of the vessel with a reliant balloon when the iliac artery ruptured. The balloon was completely within the stent graft (3 cm within the graft). The rupture was attributed to the vessel calcification as the ballooning was not aggressive (see MFR # 2953200-2010-02578). A talent iliac 14x16x105 was put in and successfully covered / resolved the ruptured iliac. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results: (arterial trauma/dissection/perforation). Eval, results & conclusion: (narrow calcified and stenotic iliac arteries).